Manufacturer narrative:
Additional information received on 02/08/2017, a broken solder connections at cn2 pins 1 & 3 caused the remote alarm port not to function properly.

Event description:
The customer reported a failure of the remote alarm, which may result in failure to alert the user upon ventilator alarm activation. No patient harm reported.